Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d6a: (B)(6) 2019; exact date is unknown.

Event description:
It was reported that the patient lost stimulation. The patient underwent a lead revision procedure in which the lead was pulled back 8mm. The procedure was completed using plasma blade diathermy was used for dissection of the soft tissues. The system was not turned back on after the procedure was completed. It was additionally reported that imaging was taken post operatively after the initial implant and it showed that the lead was deep, the physician decided not to revise at the time.

Event description:
It was reported that the patient lost stimulation. The patient underwent a lead revision procedure in which the lead was pulled back 8mm. The procedure was completed using plasma blade diathermy was used for dissection of the soft tissues. The system was not turned back on after the procedure was completed. It was additionally reported that imaging was taken post operatively after the initial implant and it showed that the lead was deep, the physician decided not to revise at the time.

Manufacturer narrative:
Block b3: approximated based on the date of the revision procedure. Block d6a: (B)(6) 2019; exact date is unknown.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient lost stimulation. The patient underwent a lead revision procedure in which the lead was pulled back 8mm. The procedure was completed using plasma blade diathermy was used for dissection of the soft tissues. The system was not turned back on after the procedure was completed.